Event description:
Patient reported there was a leak in the system. Customer stated her clothes felt wet and she smelled insulin. Patient reported the tubing had become disconnected from the cartridge and insulin spilled into the cartridge compartment; no visual defects observed. Tubing has been discarded. No adverse event reported. Requested return of the alleged infusion device for evaluation; no tubing will be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.